Manufacturer narrative:
Evaluation: conclusions - no evaluation will be performed. No conclusion can be drawn. The catalog number and lot number are unknown, therefore, no investigation could be performed and no conclusion could be drawn. If additional information becomes available, a follow-up report will be sent.

Event description:
The event is reported as: device failed during surgery. The "bullet" was left in the patient. No patient injury or intervention reported.